Event description:
A malfunction alarm was reported with malfunction code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code reappears.